Manufacturer narrative:
Product ID 3093-28, lot# v693902, implanted: (B)(6) 2011, product type: lead, ubd: 2015-03-29, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the they thought the reason the battery needed to be replaced was due to normal battery depletion. The battery lasted seven years. Patient's approximate weight at the time of the event was (B)(6). There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 29-mar-2015, UDI#: (B)(4), implanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim-other. It was reported that the patient was feeling uncomfortable stimulation. Patient stated that when their ins was on it caused a lot of pain in their leg. Patient stated they had to turn it off because the pain was unbearable. Follow up information received from the patient reported that the they thought the cause of the pain was that the lead had moved and the battery needed to be replaced. As an action/intervention to resolve the issue, the patient was to have surgery on (B)(6) 2018 to replace the lead and ¿unit¿. There were no further complications reported or anticipated.